Event description:
Consumer reports inconsistent readings. Analysis run on clark error grid using mean avg. Reading (62) as ref. Point vs. Bd reading (28, 77, 82) yielded data points in the d range of the grid, outside acceptable limits.